Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. The balance middleweight universal ii guide wire was advanced about 3cm into the lesion but could not advance further and became stuck. During removal, the wire stretched, unraveled and the tip separated. Attempts were made to snare the detached tip, but were unsuccessful. The patient was sent for open heart surgery. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow instructions the device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use guide wire hi-torque guide wires for ptca, pta stents, with ce (IFU) states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. In this case, based on the limited information provided by the account to identify if force was used, or if there was manipulation of the wire against resistance, it is unknown if the reported IFU violation caused or contributed to the reported complaint. Failure to advance can be affected by numerous factors including but not limited to patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, and accessory device support. Based on the limited information provided by the account, the investigation was unable to determine a conclusive cause for the reported failure to advance, stretched coils, material break/separation and entrapment of the device. Additionally, the reported treatments appear to be related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
Additionally, user facility medwatch report mw5100339 received. No additional information provided.